Event description:
Patient called in to report service error code. Customer care attempted troubleshooting by asking the patient to reboot the wcd system but was unsuccessful in resolving the issue. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed isl (safety test). The reported service error code occurs when power self test detects an issue with one or several different power supply related status signals. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.